Event description:
It was reported that a user experienced a hypoglycemic event while using the ilet bionic pancreas, and the cause was unclear; the user stated they lost consciousness for about a minute, and troubleshooting and education were completed after the event. Symptoms included loss of consciousness consistent with severe hypoglycemia. Outcomes included an urgent low glucose event. Investigation included user interview and troubleshooting with education. Investigation of this case revealed no device malfunction identified based on available information and no component-specific failure observed. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.